Manufacturer narrative:
The hardware had been received at the time of the initial submission but the report submission was not submitted in error. This was identified on 02feb2018. Results of investigation: the vyaire medical failure analysis laboratory received the suspect secondary alarm component for investigation. The fa laboratory performed a visual and physical inspection, which found no anomalies. The alarm component was placed on test bench and cycled on, the fa laboratory found no alarm component failure. The investigation could not duplicate the reported event and could not isolate the issue to the alarm component. Therefore, no component root cause could be determined. This issue will be internally investigated within vyaire medical.

Manufacturer narrative:
The device trained customer reported evaluating the suspect device and reported duplicating the event, which he isolated to the secondary alarm. The customer reported ordering a replacement secondary alarm component. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent secondary audible alarm malfunction with this device during patient use. The customer stated no patient harm or injury with this event.